Event description:
On (B)(6) 2025, a 61-year-old male patient underwent a stent placement procedure using lifestent xl vascular stent for lower extremity arterial occlusion. During the procedure, after stent deployment, the delivery sheath could not be withdrawn, and stent fracture occurred. Furthermore, complex retrieval was performed with additional incisions, cutting the delivery rod, and using a retriever. The procedure was completed using another device. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the life stent xl vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the life stent xl vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. The provided x ray images show the stent placed in the sfa. An hourglass shaped deformation indicates that the stent twisted after deployment. A second image shows the same stent section without a guidewire, demonstrating a stent fracture at the location where the twisting previously occurred. The investigation leads to confirmed result for stent twist, and stent fracture. In this case the vessel was not tortuous/ calcified, the lesion was pre dilated, and system compatible 6f introducer with 0.035" guidewire were used for access. The system was correctly held at the stability sheath during deployment, and kept stationary; the user did not experienced difficulty during deployment action and did not feel nor exert torsion. Based on x ray images provided, the investigation is closed as confirmed for stent twisting, and stent fracture. The reported difficulties to remove the delivery system could not be verified based on information available. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) closely describes holding and handling of the system during deployment; in particular the IFU states: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding pta the IFU states: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the IFU states: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...).' G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 61-year-old male patient underwent a stent placement procedure using lifestent xl vascular stent for lower extremity arterial occlusion. During the procedure, after stent deployment, the delivery sheath could not be withdrawn, and stent fracture occurred. Furthermore, complex retrieval was performed with additional incisions, cutting the delivery rod, and using a retriever. The procedure was completed using another device. However, the current status of the patient is unknown.